Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy pacemaker was thoroughly inspected and analyzed. After several analysis performed, a probable cause could not be determined because the device began to function normally during analysis. No exact root cause reason for the reported issue could be confirmed.

Event description:
It was reported that this device was returned without any field allegations. This device was analyzed by engineering and it was noticed the device was in safety mode, a device status that permanently limits available therapy to specific settings. The device had no telemetry available. No adverse patient effects were reported.